Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. The cause of the multiorgan failure was not reported. The death was not considered to be device related. The device was working as intended during time of support. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including multiple types of organ failure/dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) and death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multiorgan failure.